Event description:
Notified today (B)(6) 2016 of an urgent product recall by biomet microfixation involving the hard tissue replacement polymer implants. In reviewing our records, we had 2 of the recalled items at our facility. One not implanted and returned to company. The other implanted in pt named in this form.